Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct for biliary obstruction, performed on an unknown date in (B)(6) 2009. According to the complainant, the stent was placed without any complications. Approximately 5 months after stent placement, the patient presented with abdominal pain. Imaging of the area was performed and it was noted that the stent had migrated into the small intestine and was causing an obstruction of the small bowel. Surgery was performed to retrieve the stent and to resect a small portion of the patient's small bowel. Another stent was not placed. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B)(6). The event date was reported to be 5 months after the stent was implanted sometime in (B)(6) 2009. Upn unknown; however complainant reported that, based on their ordering history, it was either m00570530 (wallflex biliary rx fully covered stent, diameter 10mm, length 60mm) or m00570540 (wallflex biliary rx fully covered stent, diameter 10mm, length 80mm). Exact implant date is unknown; however the stent was implanted in (B)(6) 2009. (B)(4) (surgery). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.